Event description:
It was reported to philips that while starting, the system gave an error of "system thread exception not handled" and all of the monitors were blank. The system was in clinical use at the time of the reported event, and the patient was transferred to another system to have the procedure. There was no allegation of injury to the patient or user.an investigation into this complaint has been initiated by philips.